Event description:
An endurant ii aui stent graft was implanted during the treatment of thrombus occlusion in the abdominal aorta (around l4) to the external iliac artery (eia) . Percutaneous transluminal angioplasty (pta) was performed with a request for aui backup. The right access was unable to pass through the occluded section, while the left access successfully advanced. A non-medtronic 7mm × 79mm stent was deployed in the left common iliac artery (cia) to eia, followed by the placement of the endurant ii aui. During the insertion of the aui, it advanced without resistance from the non-medtronic stent, however, complications arose during removal of the delivery system. The aui docked without retrieving the spindle, resulting in entanglement between the spindle and the non-medtronic stent. Attempts to resolve the entanglement using a wire and balloon were unsuccessful. The procedure was converted to laparotomy, during which the non-medtronic stent and delivery system were removed. Artificial vessel replacement surgery was performed on the left cia-eia. Final imaging was performed, and the procedure was successfully concluded. Per the physician, the cause of the removal difficulty was attributed to the patient¿s anatomy specifically eia stenosis and user error due to the failure to retrieve the spindle. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.